Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric infusion pump was still full after infusion. The device contained 1800 mg of piperacillin tazobactam in 230 ml of sodium chloride (nacl). A PICC (peripherally inserted central catheter) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.